Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0d0dz, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient felt stimulation and had been turning it down because they experienced discomfort in their legs. The patient thought this may be due to varicose veins, but the patient believed it was actually stimulation causing the discomfort because when they turned it down or off, the discomfort went away. After turning stimulation down, the patient started to have a return of urinary symptoms of having to go more often. The patient had a fall and it caused a lot of impedance, so the patient was not able to use all programs. The patient's settings were changed so the pulse was uneven instead of steady. The patient's leads cameout of place and the hcp talked about surgical intervention, but the patient had not had any surgical intervention at the time. The patient realized all of their problems after working with a nurse at the hcp's office and having the settings changed on (B)(6) 2015. The patient had no leg discomfort and was just having nocturia as of (B)(6) 2015. The intervention taken to resolve the issues was reprogramming. The patient was doing well. The indication for use for this patient was gastrointestinal/pelvic floor.